Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient underwent urethral stricture balloon dilatation on (B)(6) 2022. During the operation, a balloon was inserted, and the balloon was dilated after filling with water. After drawing the water out, the ureteroscopic balloon dilation catheter could not be pulled out from the urethra. After the balloon was finally pulled out, a break was found in the balloon. Urethroscopy was performed immediately and it was found that the patient¿s urethra was not dilated and there was still scar stenosis. Then, urethral stricture scar resection was performed. .

Event description:
It was reported that the patient underwent urethral stricture balloon dilatation on (B)(6) 2022. During the operation, a balloon was inserted, and the balloon was dilated after filling with water. After drawing the water out, the ureteroscopic balloon dilation catheter could not be pulled out from the urethra. After the balloon was finally pulled out, a break was found in the balloon. Urethroscopy was performed immediately and it was found that the patient¿s urethra was not dilated and there was still scar stenosis. Then, urethral stricture scar resection was performed.

Manufacturer narrative:
The reported event is inconclusive because no sample was returned and further investigation was not conclusive. Though a specific cause cannot be determined, a potential root cause for this event could be, "design qualification". The device was used for treatment purposes. It is unknown if the device had met relevant specifications or resulted in the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "only a physician who has an understanding of the clinical applications, technical principles and associated risks of balloon dilation within the urinary tract should use this device." "Deflating the balloon catheter deflate the balloon using an inflation device. Since deflation times vary based on balloon sizes and shaft lengths, check fluoroscopically to confirm deflation before attempting to withdraw. 1. Attach the inflation device (eagle¿ inflation device) to the balloon catheter and remove the solution from the balloon by pulling back on the inflation device. 2. Remove the inflation device from the balloon catheter. This will allow ambient pressure to enter, relaxing the balloon. 3. Gently withdraw the catheter. Use of a gentle counterclockwise twisting motion is recommended when removing the catheter." "Caution: if resistance is felt when removing either the catheter or the guidewire from the introducer sheath, stop and consider removing them as a single unit to prevent damage to the product. Applying excessive force to the catheter can result in tip breakage or balloon separation." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.